Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to oversensed right atrial (ra) lead noise. The noise did not appear to be physiologic, and was reproducible with isometrics in both unipolar and bipolar. Additionally, p-wave amplitude measurements varied, however ra pace impedances appeared consistent and stable. This lead remains in service, and will continue to be monitored. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).